Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. The device remains implanted.

Event description:
It was reported from the clinical study site that on the (B)(6) 2015, the patient's wife called to say her husband was having bleeding with bowel movements. Spouse was told to just watch him and contact the ventricular assist device (vad) office if anything changed. On the (B)(6) 2015, the patient began passing "clots" with bowel movements. Patient was admitted to the hospital for evaluation. On admission, per history and physical (h & p), it was reported that he had been having bright red blood with his stool for 2 weeks, but again, labs did not show this to be anything of significance until the event(s) which occurred to cause admission on the (B)(6) where he reported 7 bloody bowel movements (bm's) over the previous 24 hours. He was not immediately transfused but gastrointestinal (gi) was consulted. Rectal exam on (B)(6) by gi showed red blood but no obvious hemorrhoid or mass. He was scheduled for a colonoscopy on (B)(6) 2015. Patient's hemoglobin dropped overnight following procedure but subject was not having bloody stool so it could have been from the procedure itself. Patient received a total of 3 units of blood, one on the (B)(6) and two on the (B)(6). Patient was discharged on the (B)(6) 2015. No additional information.